Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring battery voltage of 2.92 volts after less than one year of service. A boston scientific crm technical services (ts) consultant performed a longevity estimate based upon parameters stored within the memory of the device, which indicated that the device is depleting prematurely. Increased follow up frequency was recommended. To date, there have been no reported patient symptoms associated with this clinical observation.